Event description:
No additional information was provided.

Manufacturer narrative:
(B)(6) supplemental MDR - label content incorrect. One hundred samples and two photos of 10ml twinpak syringes (part number: 303393) from batch: 5065846 were received and evaluated. All samples arrived in sealed packages within a single case box and were confirmed to contain 10ml syringes. However, the top web labeling on all packages incorrectly indicated 5ml. Two photos show a box of 10 ml twinpak syringes alongside a sealed package. One photo displays the front of the package, and the other shows the back. Both clearly indicate that the top web graphics are for a 5 ml syringe, while the syringe inside is 10 ml. The condition observed is non-conforming per product specification. Potential root cause for the incorrect top web defect is associated with the packaging process. A corrective and preventive action (CAPA) will be initiated to address the issue and prevent recurrence. Furthermore, a device history record review was completed for provided lot number: 5065846. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 10ml ll w/twinpak device label content was incorrect. The following information was provided by the initial reporter: material # 303393. Batch # 5065846. Verbatim: we received a case of bd 10ml twinpak syringes (ref (B)(4)) last week, and they came in packaging for the 5ml twinpaks (ref (B)(4)). Lot number on the outside of the box was 5065846. Just a head up. Additional information provided: the issue was found 05-02-2025 after receipt of the item. Photos are attached. If you zoom in you can see there is a 10 ml syringe in the 5 ml packaging.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.